Event description:
End user was struck by a motor vehicle while crossing the street in a motorized wheelchair. End user was reportedly hospitalized as a result.

Manufacturer narrative:
No malfunction of the power wheelchair suspected. The end user was struck by a motor vehicle while crossing the street in the power wheelchair. Hoveround's owner's manual warns end users "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules."